Event description:
It was reported that during a lobectomy procedure, the firing was completed without any problems at the first firing. After the third stroke of the second firing, the knife did not return to the home position. The manual release lever was used to return the knife. It was found that the staples on the resected side were unformed when the tissue was checked. The staples on the patient's side were formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.